Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of increased thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had emitted a loss of prime warning overnight causing the patient¿s blood glucose to elevate. Upon review of the patient¿s technique, it was determined that they were not using the cartridge correctly. The patient was not cycling the cartridge properly, using the cartridge for longer than the recommended 2-3 days, and was filling the cartridges with cold insulin instead of room temperature insulin. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridges.